Event description:
It was reported that the spinal cord stimulation (scs) patients paddle lead had shifted from the second cervical vertebral area into the third cervical vertebral area. This lead migration was confirmed via x-ray imaging. Additionally, the patient had paralysis symptoms that were present prior to scs implantation, however she recently experienced a worsening of her paralysis symptoms. The physician assessed that the nerve compression due to tissue degeneration may have been the cause, however it is unknown if the worsening of the paralysis symptoms were device related. Therefore, the patient underwent a surgical procedure wherein the artificial bone that had been placed after the laminectomy at the time of the previous lead placement was removed and additional decompression was performed. There was no change in lead position during the procedure and no scs devices were implanted or explanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the spinal cord stimulation (scs) patients paddle lead had shifted from the second cervical vertebral area into the third cervical vertebral area. This lead migration was confirmed via x-ray imaging. Additionally, the patient had paralysis symptoms that were present prior to scs implantation, however she recently experienced a worsening of her paralysis symptoms. The physician assessed that the nerve compression due to tissue degeneration may have been the cause, however it is unknown if the worsening of the paralysis symptoms were device related. Therefore, the patient underwent a surgical procedure wherein the artificial bone that had been placed after the laminectomy at the time of the previous lead placement was removed and additional decompression was performed. There was no change in lead position during the procedure and no scs devices were implanted or explanted.